Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# serial# unknown, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the trial patient who was implanted on (B)(6) 2018 for an verify enhanced basic evaluation (be) for urge incontinence. It was reported that the patient had pain in their left leg and when they turned the stimulation down it went away. The patient was told to change sides from the left to the right side but the programmer would only go up to 1.0. The patient then changed back to the left side and the programmer went to 0.5. The issue was reported as not resolved. Additional information received from the patient on (B)(6) 2018 reported that the patient started to have issues with the remote when trying to change the stimulation to the right side due to experiencing pain running down their left leg. The patient stated they saw a ¿connection error: no leads attached to cable, ensure all connections are secure and then tap retry¿. During the report, the patient got the programmer out and noted the therapy was turned off and the stimulation was set for the right side. The patient try to turn the stimulation on but saw a the "connection error" message described previously. They tried to tap the retry button but the same message appeared. The patient mentioned the stimulation got up to 5.0 ma on the left side and, when they gradually increased the stimulation on the right side to "not sure if even 1.0". They spoke with the manufacturer¿s representative on saturday and was told they would have to check out the handset issue on monday. Follow up received from the patient on (B)(6) 2018 reported that the device was still off. They mentioned they spoke with the representative and was going to their doctor on today. They were not sure if they were going to remove the trial.

Manufacturer narrative:
Other applicable components are - : product ID: 305901, serial# (B)(4). Implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (via a manufacturer representative) regarding the patient. Information for the lead was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause was not known. No further complications reported /anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Manufacturer representative reported the patient got a communication error with s/n and message: "connection error - no leads attached to cable make sure all connections are secure and tap retry." The physician reportedly decided to pull the leads the day of the report and it was discovered that there was a fracture where the lead connects to the extension. No further complications reported/anticipated.